Event description:
It was reported that the lesion was in the left main (lm), with no tortuosity, moderate calcification, and eccentric with a 90% stenosis. After performing pre-dilatation of the lesion, the xience v stent was deployed. The stent delivery system (sds) balloon was inflated for a first time at 14 atmospheres and the stent was deployed. When the sds was inflated for a second time for post-dilatation, the balloon ruptured at 15 atmospheres. The procedure was completed without performing further post-dilatation. There was no reported resistance during advancement or retraction of the balloon from the patient. There was no clinically significant delay in the procedure. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the stent delivery system (sds) noted blood in the guide wire lumen and contrast in the inflation lumen and balloon. This is consistent with preparation and suggests a guide wire had been advanced into the lumen. The balloon had loose folds, consistent with the reported stent deployment. There were crimp marks on the balloon, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was a bend noted in the hypotube. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedure or possibly as a result of packaging and shipment back to abbott vascular for analysis. A new indeflator filled with water was used to pressurize the balloon to the rated burst pressure (rbp) and fluid leaked out of a pinhole in the distal end of the balloon, at the proximal end of the distal marker band. The balloon did not hold pressure. There was a scratch on the balloon distal to the pinhole. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with the stent or other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. To ensure this type of damage is not a result of a manufacturing deficiency, all products are 100% leak tested on line and a sampling of units are rupture tested prior to release. There was no report of any leaks noted during preparation for use or stent deployment, suggesting that the balloon was not likely damaged prior to use. It is possible an interaction with other devices and/or the lesion may have damaged (scratched) and weakened the balloon material, such that the balloon ruptured after the stent was deployed and upon post-dilatation at 15 atmospheres, which is below the rbp. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint handling database was performed and there have been no related incidents reported for this lot. There is no indication of a product quality deficiency.